Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary:(B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. The analyst commented that there was no evidence of a power on reset observed in submitted files when viewed through the translation tool or the programmer.

Event description:
It was reported that the device experienced an electrical reset. The device was explanted and replaced. No patient complications have been reported as a result of this event.